Event description:
A laparoscopic tubal sterilization using bipolar electrocoagulation was being done. One physician coagulated and cut one tube and another physician coagulated and cut the second tube. The second tube began to bleed. When the electrosurgical equipmnet was tried, coagulation could not be accomplished. The tube was laparoscopically stapled to stop the bleeding. User facility spokesperson stated that a serious injury situation did not occur and that there is no clear indication the suspect device malfunctioned in any way. The device was not removed from svc.